Event description:
It was reported to covidien on 11/01/2010, that a customer had an issue with a hemodialysis catheter. The customer reports broken tubing at venous connector hub. Dialysis was terminated, and the nurse realized that there was a back flow of blood from the catheter. When she tried to flush, she discovered that the tubing was broken. Catheter was removed and blood clot was observed at the tip of the catheter. The catheter was replaced.

Manufacturer narrative:
Submit date: 11/23/2010. An investigation is currently underway; upon completion the results will be forwarded.